Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The proportional valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was delivering higher than requested positive end expiratory pressure during a case. The unit was swapped out to complete the case. There was no report of patient injury.